Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Based upon the investigation findings, the reported event is inconclusive. No product was returned for evaluation, and no case images or medical records were provided. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported endoleak could not be identified although the reported case information describes difficulty with the benson wire, as the likely cause. Because the graft remains in the patient and the benson wire was not returned for analysis, no conclusion can be made regarding the reported wire difficulty.

Event description:
It was reported that approximately 2 months post implant of a bifurcated device, and suprarenal aortic extension, a follow up computed tomography scan revealed a distal endoleak. Reportedly, during the initial procedure performed. A benson guide wire got hung up on the proximal extension, and could not be retracted. When the wire was pulled; it moved down and pulled the limbs up toward the sac losing seal, and resulting an endoleak. The benson wire ultimately broke off inside the bifurcated main body; and approximately half of the wire remained inside the patient. The patient was brought back two months after initial implantation, and a limb extension was placed to treat the endoleak. At that time the portion of the benson wire that had been left in the patient was also removed. The patient tolerated the procedure well. Additional information: a prior event and intervention occurred with this patient (approximately 2 months post-implant) the physician experienced difficulties retracting a benson guide wire. Reportedly, the guide wire got hang up on the proximal extension and could not be retracted. The wire broke and approximately half of the wire remained inside the patient. Reference to complaint (B)(4).